Event description:
On 6/3/2024 a beta bionics clinical diabetes specialist (cds) reported an ilet user experienced a high blood glucose (bg) event leading to diabetic ketoacidosis (dka) and hospitalization. The event occurred on (B)(6) 2024. The user was at their grandparents' house, ran out of insulin, and did not inform anyone, leading to dka. The user was admitted to the picu, required an insulin drip, and was transitioned to injections before discharge. On 6/10/2024 a beta bionics customer care agent followed-up with the user's mother. The mother confirmed the hospitalization and stated that the user was in the hospital for about a day and a half. They had resumed using the ilet on (B)(6) 2024 without further issues. During the hospital stay, it was discovered that the user had right ventricular hypertrophy, requiring a follow-up EKG. The user's bg levels were affected, with the highest recorded level over 700 mg/dl. They did not use any backup therapy before hospitalization. Ketone testing showed large ketones, and the user followed the ketone action plan at the hospital. Immediate health effects included dka, in-and-out consciousness, and a fast heartbeat causing right ventricular hypertrophy.

Manufacturer narrative:
No product was returned for evaluation. The ilet logs were reviewed by beta bionics failure investigation department. No evidence of device malfunction for drug delivery or therapy was found in the engineering logs. Device data confirmed hyperglycemia on the reported event date. The ilet was behaving as intended and can be seen reacting appropriately to cgm glucose values. The ilet was appropriately triggering device and cgm glucose alerts. Insulin was continuously requested until the ilet either ran out of battery or insulin. Upon charging again or cartridge replacement, the device functioned normally. No product performance issues were identified. If the product is received at a later date, the complaint will be reopened and investigated accordingly. No anomalies were observed. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. Based on review of the case notes and device data, the ilet operated as intended when it was able to. The hyperglycemic event was caused by the user failing to maintain the device to ensure continuous insulin delivery by not charging the device and leaving the ilet fully without power for several hours, and the by failing to replace the insulin cartridge when it ran out of insulin. Having the device volume set to low likely contributed to the severity of the event.